Event description:
User has had a recurring issue causing ise alarms and discrepant sodium results since december. Customer provided eighteen pt examples from one day, all pts are male. Pt 1, initial result 125, repeat 132 mmol per l. Pt 2, initial result 130, repeat 137 mmol per l. Pt 3, initial result 129, repeat 136 mmol per l. Pt 4, initial result 128, repeat 136 mmol per l. Pt 5, initial result 126, repeat 134 mmol per l. Pt 6, initial result 130, repeat 137 mmol per l. Pt 7, initial result 132, repeat 139 mmol per l. Pt 8, initial result 131, repeat 138 mmol per l. Pt 9, initial result 132, repeat 139 mmol per l. Pt 10, initial result 130, repeat 138 mmol per l. Pt 11, initial result 130, repeat 136 mmol per l. Pt 12, initial result 129, repeat 137 mmol/l per l. Pt 13, initial result 131, repeat 139 mmol per l. Pt 14, initial result 128, repeat 136 mmol per l. Pt 15, initial result 132, repeat 139 mmol per l. Pt 16, initial result 127, repeat 134 mmol per l. Pt 17, initial result 134, repeat 141 mmol per l. Pt 18, initial result 130, repeat 137 mmol per l. Of the erroneous results generated, only two results were reported. It is unk which two results were reported, no pts were adversely affected.

Manufacturer narrative:
The field service representative determined the seals on the sipper syringe were not working correctly and replaced the seals. He verified that ise alarms no longer occurred.